Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional event information is available. Data was provided for evaluation. Loss of connection was confirmed. The root cause was determined to be the transmitter and app were unable to establish a connection.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed and it failed due to no voltage. The log was downloaded and reviewed and signal loss was found within the investigation window. The allegation was confirmed. The root cause is no communication - gap in logs.